Event description:
It was reported that the device lost signal during procedure. The electrode was good. There was no patient impact.

Manufacturer narrative:
H3: analysis of the device found visually, there were no defects in the construction of the device that would have resulted in the reported event. Under magnification, there were no cracks in the electrode contacts. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were as follows: 12.1 ohms (blue), 15.6 ohms (blue with white stripe), 24.1 ohms (red), and 17.5 ohms (red with white stripe) in which all electrodes were within specification. There were no shorts between circuits nor intermittent behavior while manipulating the circuits or the tube. A syringe was used to inject 15cc of air into the cuff balloon and there were no issues inflating or deflating the cuff. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that is likely related to the complaint. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.